Event description:
The a1059 mayfield modified skull clamp was being positioned on a patient when the clamp slipped. According to the doctors when the c-clamp is engaged, it would not lock. The incident did cause patient injury. A small laceration on the pin sites. When the patient was flipped the laceration was bleeding and steristrips were applied. It did not require suturing. The incident led to a 10 min delay in the surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 30 sep 2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: complaint not confirmed - no issues observed. Unit cleaned per (B)(4). With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. Device history record reviewed for this product ID work order and serial # (B)(4)manufactured on 09-oct-2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Conclusion: we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2014 with no prior service history. Additional information was received on 03oct2016: the (B)(6) female patient had a trigeminal neuralgia condition and was undergoing a craniotomy for microvascular decompression of cranial nerve. The clamp was readjusted rather than replaced during the procedure. A1083 mayfield disposable skull pins were being used. The lot number and serial number of these pins was not noted.